Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, removed from the surgery field because the procedure was not opened during the test before it was used. Fired to open the approximated jaw outside the surgical field. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/08/2022. Additional information received: during the test before use, it did not open after approximation, so it was removed from the surgical field without use. Fired while opening the approximated jaw outside the surgical field.

Manufacturer narrative:
(B)(4). Date sent: 01/13/2023. D4: batch # 257a60. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. In addition, a tyvek was received along with the device. The reload was received with only 9 staples present and protruding. Also, the drivers were noted partially advanced. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that when manipulating the device only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 257a60, and no non-conformances were identified.